Event description:
Boston scientific received information that this product was part of a system revision due to infection. This pacemaker was explanted, sterilized, and re-implanted in the pocket. During this time, the lead safety switch was triggered for both the atrial and ventricular leads. All measurements were normal once pacemaker was reconnected. Please note both leads are competitor products. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.